Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer's blood glucose level. The customer was instructed to leave the pump plugged into the power source. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received. No additional information was provided.